Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and instructed them to reboot the pic to restart the alert manager services. The customer rebooted the pic and that resolved the issue and now is seeing the icons alarm for other bedsides. The device was confirmed to be operating per specifications after the customer reboot the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that they are seeing the icons but they are not getting active alarms in the bed to bed overview. The device was in use on patient at time of event, there was no adverse event reported.